Manufacturer narrative:
This report addresses the debakey type ii dissection event. Reference MFR. Report # tbd for event of left common iliac artery dissection. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors (81) years old female patient with annular calcification, moderate to severe septal hypertrophy and sinotubular junction diameter (of 23mm) might have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, there was resistance during insertion of the commander delivery system into the 14fr esheath+. After the valve was implanted, angiography revealed a dissection of the left common iliac artery. In addition, before the patient was transferred to ICU (intensive care unit), the pulse of the right radial artery was noted to be weak. A subsequent CT (computed tomography) scan revealed a debakey type ii dissection. The entry of dissection was confirmed to be above the ncc (non coronary cusp) where the frame of the valve was located, and the dissection extended to the sov (sinus of valsalva). An emergent bentall procedure was executed under cardiopulmonary support. After the support was weaned off, the movement of the left ventricle was noted to be poor, and an echocardiogram confirmed poor blood flow to the left coronary artery. A CABG (coronary artery bypass grafting) in lad (left anterior descending) artery was executed. As the heart and lungs were swollen, the patient was transferred to ICU with the chest unclosed. Per report, the resistance was due to the tortuosity of the access vessel and the cause of dissection was the force applied to the vessel in order to advance the system. It was also reported that the patient's tissue was vulnerable and the coronary artery condition was poor prior to tavr. It is possible that the iliac dissection was repaired surgically, but this information cannot be confirmed.